Event description:
The customer received analyzer alarms and found liquid on top of the cells and that one of the cell rinse nozzles was occluded. The customer ran quality control and multiple assays were out of range. The customer performed a sample probe clean, performed an air purge, repeated qc and the results were within range. The customer found a gray circular shaped substance had been blocking one of the nozzles of the cell wash unit. The customer stated the issue was resolved by cleaning, corrective maintenance, and by performing a cell wash and cell blank. The customer repeated some patient samples on a separate analyzer and they had to correct some results that had been reported out . The specific number of patient sample involved was unknown. Data was provided for eight patient samples. Patient: potassium original result 4.3 mmol/l, repeat result 5.3 mmol/l. Creatinine original result 1.51 mg/dl, repeat result 3.47 mg/dl. Patient: this patient was a (B)(6) male with a birthdate of (B)(6) 1973. Sodium original result 153 mmol/l, repeat result 141 mmol/l. The repeat results were believed to be correct. The customer was not aware of any adverse events. For the following patients, the customer refused to provide any further information. Patient: sodium original result was 130 mmol/l, repeat result was 144 mmol/l. Potassium original result was 3.7 mmol/l, repeat result was 4.4 mmol/l. Chloride original result was 97 mmol/l, repeat result was 110 mmol/l. Ldh original result was 154 u/l, repeat result was 392.4 u/l with a data flag. Patient: phosphorus original result was 0.4 mg/dl, repeat result was 6.40 mg/dl with a data flag. Patient: ldh original result was 486 u/l, repeat results were 1036.0 u/l with a data flag and 1023.0 u/l with a data flag. Patient: glucose original result was 112 mg/dl, repeat result was 151 mg/dl. Potassium original result was 3.7 mmol/l, repeat result was 4.4 mmol/l. Albumin original result was 5.6 g/dl, repeat result was 3.56 g/dl. Creatinine original result was 0.5 mg/dl, repeat result was 1.51 mg/dl. Total protein original result was 5.3 g/dl, repeat result was 6.48 g/dl. Ldh original result was 126 u/l, repeat result was 171.8 u/l. Phosphorus original result was 3.7 mg/dl, repeat result was 5.20 mg/dl. Patient: glucose original result was 93 mg/dl, repeat result was 121 mg/dl with a data flag. Potassium original result was 3.1 mmol/l, repeat result was 4.1 mmol/l. Chloride original result was 86 mmol/l, repeat result was 96 mmol/l with a data flag. Albumin original result was 5.2 g/dl, repeat result was 2.59 g/dl with a data flag. Creatinine original result was 0.36 mg/dl, repeat result was 1.01 mg/dl. Patient: glucose original result was 112 mg/dl, repeat result was 388 mg/dl with a data flag. Creatinine original result was 0.43 mg/dl, repeat result was 1.09 mg/dl. Potassium original result was 4.7 mmol/l, repeat result was 5.8 mmol/l with a data flag and 6.0 mmol/l with a data flag. Chloride original result was 83 mmol/l, repeat result was 92 mmol/l with a data flag and 94 mg/dl with a data flag. No adverse event was reported. The reagent lot numbers were: ldh 125439, phosphorus 160623, glucose 142407, albumin 148603, creatinine 135898, total protein 148591, calcium 152966 the expiration. Dates were requested, but were not provided. The field service representative confirmed the customer had found an obstruction floating around in the cells which they had removed. The field service representative checked the operation of the instrument and the customer ran calibration, qc, and precision testing which all passed.